Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow-up with post-paced t-wave oversensing exhibited by the implantable cardioverter defibrillator.

Event description:
New information received notes that post-paced t-wave oversensing was initially observed by remote follow-up via merlin.net. Programming changes were made. The patient was in stable condition.